Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2023, and the patient was re-implanted with another cochlear device during the same surgery. This report is submitted on november 21, 2023.

Event description:
Per the clinic, the patient had open circuits on 13 electrodes and stopped responding to sound. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on july 10, 2023.

Manufacturer narrative:
Device analysis indicated device failure. This report is submitted on january 09, 2024.